Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 23-sep-2024, the patient reported that infusion set cannula was bent of 6mm, which cause the patient blood glucose levels was elevated to above 400 mg/dl. The patient was release on morning 24-sep-2024 and noticed that vomiting and nausea due to high blood glucose levels, therefore patient went to emergency room and received treatment of IV fluids and insulin and manual injections of insulin. No further information available.